Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient had a defective infusion. Further, he stated that the connector from the tubing to the infusion site was loose and it got pulled out where he did not use it anymore. No further information available.